Event description:
It has been reported to co that the physician had deep throated the guide and was very aggressive with the catheter. Physician was using a cutting balloon, upon inflation, he was being warned by the monitor that the pressure was dampening. On the final shot, he noticed that the left main was dissected and he stented the proximal lad to stabilize the patient. Patient is fine with no adverse reaction. The physician also commented that he did not feel that the dissection was caused by the guide catheter.